Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling the antrum of stomach on a laparoscopic bariatric procedure, the device locked on tissue. Instrument got broken while squeezing handle. They pulled back the knob to remove the instrument. A new reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The photo shows the instrument with a disengaged lever and the cover tube shaft protruding from the instrument body. Visual examination of the instrument noted that the articulation lever was disengaged from the rotation collar and the cover tube shaft was protruding from the instrument body. Several teeth on the firing rack were sheared indicating the device was fired on over indicated tissue thickness. Engineering examined the disengaged lever and observed weld vestige indication that the device was properly welded during the manufacturing process. Engineering determined that the instrument damage may have occurred due to misuse during clinical application. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.